Event description:
The pt was contacted after an unauthorized return of an insulin infusion set was received. The pt reported that, he is aware of the infusion set recall. He stated when the infusion set partially split at the luer lock after approximately 3 days. He stated the lot info and expiration date of the infusion set was not available. He reported he noticed the luer lock issue because his blood glucose reading was high at about 500 mg/dl with his normal blood glucose range being 80-120 mg/dl. He said he corrected this by injecting about 7 units of insulin and changing the infusion set. He stated his high blood glucose symptom was cramping in the legs. At the time of contact with the pt, he stated his blood glucose was in the normal range and his current infusion set was operating as intended. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and returned for eval.